Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7773929. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. The incomplete expansion of the enterprise stent could potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. In this case, there were no reports of patient harm; however, the original surgical procedure plan was modified, as the vessel was dilated a second time after the stent placement. Dilating the vessel after stent placement is not considered normal practice, therefore, it is understood this intervention was performed to facilitate the complete expansion of the enterprise stent. Based on the surgical intervention performed to fully expand the stent and preclude patient harm, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the microcatheter (unspecified brand) and the stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 7773929) were delivered to the target site after balloon dilation. The physician released the stent and observed that the distal markers of the stent were fully opened, but three (3) proximal markers were converged, which were not fully opened nor expanded as intended. The physician performed dilation and completed the procedure. There was no report of any negative patient impact. On 23-apr-2024, additional information was received. The additional information confirmed that the procedure was angioplasty of the basilar artery. There were no vessel factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The concomitant microcatheter used was a prowler select plus (606s255x / lot# unknown). The balloon catheter used during the procedure was a competitor brand. There had been no resistance during the advancement of the stent. Adequate continuous flush had been maintained through the microcatheter. The complaint device was not replaced. The microcatheter was not replaced. The procedure was completed after the physician performed balloon dilation. The additional information also confirmed there was no negative patient impact and there was no delay in the procedure due to the reported issue. On 23-apr-2024, additional clarifying information was also received. Per the information, the second balloon dilation was an attempt to open up the three proximal markers that converged. The 4mm x 16mm enterprise 2 vascular reconstruction device was implanted and the second balloon dilation was successful in opening up the three proximal markers that reportedly converged.